Manufacturer narrative:
Concomitant medical product: model: ddmb1d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that postoperative of a implantable cardioverter defibrillator (ICD) changeout procedure the right ventricular (rv) lead triggered an alert for high rv defibrillation coil impedance. Follow up was conducted and the patient was brought in and they were unable to replicate any impedance anomalies with in-office testing. No reprogramming was completed. The lead remains in use. No patient complications have been reported as a result of this event.